Manufacturer narrative:
The product was not returned for exam. The investigation was limited to the info provided. The investigation could not draw any conclusions about the reported device failure based on the lack of the product to examine and insufficient info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised because patella superior pole was absent and patella prosthesis is causing impingement.